Manufacturer narrative:
The device has not been returned/received to date. We are unable to determine if insulet's device caused or contributed to the reported incident. Lot release records were reviewed, and the product lot met all acceptance criteria. The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the reporting medical investigator. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation.

Event description:
On (B)(6) 2026 a medical investigator reported to insulet that a patient had passed away. The patient had been found deceased. The autopsy results are consistent with diabetic ketoacidosis (dka). The patient had been using the dash system for approximately 6 months. No further information has been provided. If additional information is received it will be submitted in a supplemental report.